Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failure occurred. There was no patient involvement. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. According to the information provided by the technician, the device failed pressure transducer test during pre-use check. The pressure transducer board was check and has been replaced. The issue has been resolved and the device was delivered to the user in working condition. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported based on available information as a defective pressure transducer printed circuit board may lead to high pressure. The device logs confirmed occurrence of the pressure transducer test failure. The defective part was not available for further evaluation. The root cause to the reported issue has not been determined.